Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative wound management. Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the causes of the adverse event have not been specified. The osferion bone void filler package insert states in the following section: adverse events: infection. Fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the operation, the surgeon in charge of the patient fixed the osteotomized tibia with a set of a metal plate and bone screws for internal fixation and implanted this product (bone void filler) into the bone defect formed after the osteotomy. After the surgery, however, part of the surgical wound became necrotic. The patient was confirmed to be developing a surgical site infection. The surgeon, therefore, irrigated the wound and removed the necrotic tissue by debridement. Additional irrigation of the wound and removal of this product are scheduled.